Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, infection, seroma, adhesions, excision of mesh during two separate surgeries, resection of transverse colon with anastomosis, and recurrence. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
Correction: a2 (date of birth), b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced inflammation, allergic reaction, obstruction, bleeding, fistula, perforation, foreign body giant cell reaction, severe pain, infection, seroma, adhesions, and recurrence. Post-operative patient treatment included medication, exploration of wound, mesh removal, revision surgery, hernia repair and resection of transverse colon with anastomosis.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced inflammation, allergic reaction, obstruction, bleeding, fistula, perforation, foreign body giant cell reaction, severe pain, infection, seroma, adhesions, and recurrence. Post-operative patient treatment included medication, exploration of wound, mesh removal, revision surgery, hernia repair and resection of transverse colon with anastomosis.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.